Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed who stated that the device is displaying error code speaker malfunction and one of the speakers is not working. The biomed advised the rse that they performed an audio test and discovered one of the speakers is not working. The rse provided the biomed parts identification for a replacement vs30 main board assembly and speaker assembly. The customer was taking responsibility to repair the device. The rse was later advised by the customer that the issue was resolved by unplug the speaker and plug it back in cleared the error. The device was restarted a couple of times with no issues. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was not able to be identified. The issue was resolved by unplug the speaker and reseating it which cleared the error.

Event description:
It was reported that the device is displaying an error code for a speaker malfunction and confirmed no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.